Manufacturer narrative:
UDI is not available as lot number and serial number were not provided to trace applicable UDI.

Event description:
Patient had a left ventricular assist device (lvad) which led to infection and required extraction of the entire system. The pace/sense right ventricular (rv) lead was broken sitting in the pocket. No sensing was observed on the rvtip-rvring and noncapture at max outputs. A lead fracture was suspected.